Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, loose video connection was due to faulty lock function. The cause of the fault could not be identified. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information was requested from the customer regarding the details of the reported event is pending. The referenced device was returned to the olympus repair center. The repair evaluation confirmed the customer reported issue, error code e315 and has a loose connector. The video connector socket locking mechanism is loose and the e315 is due to a defective circuit board (ex). The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The olympus sales representative was informed by the nurse manager at the user facility that the customer visera elite video system center displayed an error code e315 and has a loose connector. The customer reported problem was found during procedure. No death, injury or harm was reported to olympus.